Event description:
It was reported that the patient experienced a low glucose event with symptoms of shakiness, palpitations, and sweating, self-treated with oral glucose, and documented a fingerstick value of 85 mg/dl after treatment, with the lowest reported value of 69 mg/dl prior to confirmation. Symptoms included tremors, diaphoresis, and rapid heartbeat consistent with hypoglycemia. Outcomes included transient symptomatic hypoglycemia without hospitalization. Investigation included case review and troubleshooting with patient education. Investigation of this case revealed no device malfunction reported and the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.